Event description:
This internal complaint was identified by the qc dept during quality control activities. Secore dpb1, catalog #100007050, lot #1409807, shows allele imbalance with dpb1 04:01:01/dpb1 13:01:01 samples. Kit appears to favor amplification of the dpb1 13:01:01 allele, resulting in utype mistyping and peak balance results that do not meet acceptance criteria. The out of specification amplification mix for exon 34 was not detected at the time of intermediate testing. Secore dpb1, catalog #100007050, lot #1409807 is a bulk base formula not used for diagnostic purposes by itself, but is utilized in secore dpb1 locus sequencing it, 500 test, catalog #22510d, #1409807. Internal complaint #(B)(4).

Manufacturer narrative:
Investigation of secore dpb1 locus sequencing kit, 500 test, catalog #22510d lot #1409807 is on-going.